Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not returned for evaluation but logs were provided for review. The logs were reviewed and according to the log review, on (B)(6) 2023: at 9:32am an infusion start of 675ml/hr of 1350ml. The first pressure alarm occurred at 9:32am followed by an infusion start time at 9:33am and the final infusion started at 10:53am and the infusion stopped at 11:52 with a total volume infused of 1324.23ml. No further infusion took place. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: reported that the infusomat was used was supposed to deliver a 2 liter bag and it was set for a set period of time and it happened way too early rather than 6 -8 hours it infused in 2 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.